Manufacturer narrative:
¿The event date listed on b3 is reflective of the time zone of the country of the event¿.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.